Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the pump presenting a static fill estimate of 40 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support on why the issue occurs, and they acknowledged and understood the explanation.